Event description:
Accountant reports leaking at the area where the tubing enters the housing for the y-catheters. States was discovered when in use on pt. Blood backed up tubing. No pt injury reported. Set change was only intervention and is considered a nursing intervention. Sample available but instructed to discard due to blood contamination.